Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode where surgically explanted due to exhibiting high out of range shock impedance (greater than 400 ohms) and pacing inhibition. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted products are expected to be returned for product analysis. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. The product investigation is complete, and final report is being submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies.pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode where surgically explanted due to exhibiting high out of range shock impedance (greater than 400 ohms) and pacing inhibition. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted products are expected to be returned for product analysis.